Event description:
It was reported that the monopolar return electrode cable caused a multigen radiofrequency generator to be unable to read impedence during a case resulting in the procedure being cancelled and rescheduled after the patient received conscious sedation. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
The reported failure could not be confirmed as the product was discarded by the customer before it was returned a full device inspection performed. Device not returned.

Event description:
It was reported that the monopolar return electrode cable caused a multigen radiofrequency generator to be unable to read impedence during a case resulting in the procedure being cancelled and rescheduled after the patient received conscious sedation. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.